Event description:
The affiliate reported that after implantation of the device, it was noted that the readings became 70mmh2o. The surgeon suspected that the readings were incorrect and replaced the device with another product. After the replacement, the readings were still over 70mmh2o but the patient looked stable and was closely monitored. As a result, the device was removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film over sensor area. Cosmetic lifting of sealant at sensor area. Adhesive tape attached to catheter body. Minor bends and kinks along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 02/18/11. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.